Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation and it confirmed the customer complaint. The reported event of transmitter failed error was confirmed. The root cause was determined to be low transmitter battery that lead to a failure.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that the display device showed a transmitter failed error on (B)(6) 2019. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion"

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause was determined to be low transmitter battery that lead to a failure.